Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the endoscope had a non-intuitive motion. Prior to calling, the customer removed all instruments except the endoscope. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found no errors related in the logs. The fault occurred suddenly. The tse asked the customer to press emergency stop button and recover. The surgeon recovered from an intuitive movement. The procedure was completed with no reported injury and with a delay of less than 15 minutes. Isi followed up with an initial reporter and obtained the following additional information: an error 48221 occurred with the previous endoscope prior to start the same surgery. The customer replaced the endoscope as it was not functional accordingly. The endoscope non-intuitive motion issue was cleared with emergency stop button and recover workaround.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Tse asked caller to press estop + recover. Surgeon recovered an intuitive movement. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.